Event description:
Patient taken to or (operating room) for total right hip replacement, had intense pain and x-ray revealed dislocation. Approximately a week later, patient returned to or and the surgeon indicated the screw sheared off of the head and the screw was removed.